Manufacturer narrative:
Additional information: x-ray image review. X-ray review: "post op x-rays from c3-4,c4-5 anterior cervical discectomy and fusion performed with 2 interbody devices show screw back out and wire fracture in the inferior screw at c3-4. This device is indicated for single level use. This construct falls outside of the IFU." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion at levels c3-c4 and c4-c5. On (B)(6) 2017, one month after the surgery, x-rays revealed that the nitinol wire in the device which works as a locking mechanism in restricting screw pull out, was found to be broken from one end. No patient complications were reported .